Manufacturer narrative:
Failure analysis stated the insulin pump was received with no esc and down button response due to corroded esc and down keypad traces. No rolling/ramping, flashing, blank display or display anomaly noted. Analysis was unable to perform basic occlusion, occlusion, prime/a33, excessive no delivery and displacement test due to no esc and down button response. There was no moisture damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer mother reported via phone call that the insulin pump has moisture damage. The customer's blood glucose reading was 348 ml/dl. Mother stated the insulin pump was submerged in water, when the customer went into the pool. She also stated the insulin was unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.